Manufacturer narrative:
U.s. Reporting agent notified on (B)(6) 2015. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Intra-operative the tip had broken off during surgery.

Manufacturer narrative:
Manufacturing site evaluation: received one fk906b for evaluation. Batch number 52023442. Manufacture date 04-16-2014. The tip of the received device is broken off. Microscopic analysis indicates the fracture is a forced fracture due to overload. No pores, inclusions or foreign bodies were found at the point of rupture. The pusher shows heavy signs of wear and tear. Hardness testing indicates the device hardness is within specification. The quality and manufacturing history records were reviewed and found to be according to specification valid at the time of production. No similar incidents have been filed with products from this batch. The root cause of this failure is likely user related. This type of instrument is designed for delicate use only. The device experienced an overload situation which led to the breakage, this is confirmed by the breakage surface characteristics and the deformed pusher. Corrective / preventive action: not applicable.